Manufacturer narrative:
Device not returned to MFR. No information forthcoming on case, pt, or physician.

Event description:
Incisive surgical has received information on event from FDA letter, (B)(4), stating a stapler "fired 3 staples at once." The procedure was a c-section.